Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post implant of the implantable cardioverter defibrillator (ICD) the patient suffered shortness of breath, dizziness and fatigue. The patient had several visits to the emergency department along with several ICD adjustments. Subsequently, it was noted that the ICD atrial lead programming was incorrect and as a result the device would not accelerate based on patient exertion. Adjustments to ICD program settings were made, and the device remains in use. No patient complications have been reported as a result of this event.